Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 05-sep-2019 and inspection of the unit was performed on 10-sep-2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, distal cap/ case cracked, right /left angulation knob play, prism scratched, distal tip annual maintenance, up/ down angulation knob play, failed dry leak test, lightguide prong cover glass set loose, failed wet leak test, elevator body sticking, primary operation channel excess glue at distal end, bending rubber leak at middle section, fluid invasion not observed in control body, fluid invasion not observed in pve connector, bending rubber pinhole, light carrying bundle distal cover glass middle scratched. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. The duodenoscope was repaired including the following components and is pending final qc approval as of 24-sep-2019: o-rings and seals, deflector operating wire, distal case/cap.